Event description:
For the pta procedure for the left common iliac artery, the physician made attempts to gain access to the target site over a .035 wire guide, placed via the right inguinal region for approximately 3 hours, during which time, difficulties were encountered going through the severe stenosis, which prevented the sheath from passing the bifurcation. Another physician determined that too much time had been spent and took his place advancing the sheath, allowing the sheath to reach the desired site. However, the elongated procedure caused copious bleeding and required 200cc of blood transfusion after the procedure.

Manufacturer narrative:
Evaluation: unfortunately, no product was returned to assist in our investigation; therefore, we are unable to determine with certainty the root cause for the reported difficulty. However, based on the information provided, the difficulty in advancing the device was due to the severe stenosis of the patient's anatomy.